Manufacturer narrative:
The manufacturer's investigation of this event is still ongoing. The correct case files are waiting to be received from the technician for review of the treatment.

Event description:
While providing remote case support, the physician mentioned that he had a previous patient with a complication post hifu where ablation was done through the urethra and afterwards, a resection of the urethra had to be done to open it back up. Details were not provided about exactly when. The physician stated early on in treating, probably within the first 5-10 cases. Foley was not placed during the procedure. Physician's clinical account manager was notified. The technician was to provide the case data to the manufacturer for review.